Event description:
It was reported that a cartridge alarm occurred when the pump incorrectly indicated that the cartridge was empty despite being filled a few hours earlier. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a cartridge and continue insulin therapy, and the issue was resolved.